Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was returned for evaluation. The product sample consisted of one quinton permcath dual lumen catheter, 40 cm, sterile, product code 8817749001 that came with two dilators, a syringe, a tunneler and a pull apart dilator. A visual inspection was performed. No issues were found during the inspection on the catheter. Sample was then submitted to an underwater test, bubbles were not detected. No issues were found during the test. As per the instructions for use, it is necessary to visually inspect the device before using it. Do not use the catheter if it appears damaged or defective. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. Do not use acetone on any part of the catheter. The device was in use for approximately 2 months. The most probable root cause can be due to excessive force or improper use of sharp objects and/or improper use of cleaning agents. A trigger was found for the product family permcath related to the failure mode bifurcate-leaking. A qseas evaluation was performed according procedure on 06/23/2015, in order to analyze the (B)(4). This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was errhysis (slow bleed) in the joint of the catheter when conducting dialysis, therefore dialysis failed. The use time was less than 2 months. The patient was involved with no injury.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded. Multiple attempts have been made for additional clarification on the incident reported. If additional pertinent information becomes available, the report will be updated.